Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown lfn end cap/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a procedure after being diagnosed with bilateral femoral intra-rotation, scoliosis and pectus carinatum. Prior to the procedure, the patient underwent a number of treatments, which led to the diagnosis of "bilateral internal femoral rotation". Only one unit had been received at the hospital, ¿endomedullary nail. Titanium, side entry point. Includes bolts for standard and reconstruction locking and closing screw." Procedure occurred as follows: by trochanteric side, the placement of the nails begins. When placing the olive guide, it is noticeable that it is about to be cut, so it is removed. An attempt is made to place a nail without milling and the doctor notices the impossibility of progress. The doctor received consent to place a modular-type lateral guide; the practice of the right femoral derotating osteotomy. Postoperatively, the frustrated placement of the prosthesis turned out to be not suitable, and that it did not contain the other pieces to avoid a possible failure. Patient will need surgical intervention. Patient experienced pain, scarring and aesthetic damage, impaired movement, and social discomfort due to condition of their right leg. This report is for an unknown lateral femoral nail (lfn) end cap. This is report 3 of 3 for (B)(4).